Event description:
It was reported that during a lap gastric bypass the second firing on the device fired and then would not open. Buttressing material was used. The surgeon removed it by manually breaking the device with great force hearing a loud noise. The release would not work at all. They used a second device to complete the case and there was no pt consequence reported. The staple line was inspected from the broken device and it was not torn, the staples had formed properly. They did a leak test to insure there was no leaking at the site.